Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Diabetes therapy consultant reported via email that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. Customer was in the hospital for four days. It was stated that the incident happened 4 or 5 month back; the customer's mother did not recall the exact date. Customer declined assistance.